Event description:
On (B)(6) 2012, a physician's assistant reported that their handheld was very slow and constantly freezes every time they see a patient. The assistant stated that this freezing issue has been ongoing for months; she could not recall when exactly it was first observed. She reported that the screen it freezes on is the "interrogation successful" screen and that even after performing a reset on the handheld it still occurs. Attempts were made for the return of the programming system for product analysis, but it has not been received by the manufacturer to date. No conclusion can be drawn regarding the computer software error as the product has not been returned for product analysis. When the product is received, the file will be re-opened. No corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
Additional information was received on (B)(6) 2012, when the handheld and flashcard were returned to the manufacturer for product analysis. Product analysis was completed on (B)(6) 2012. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard the flashcard and software also performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
.